Event description:
Port a-cath placed on (B)(6) 2008 - subsequently pt went for chemo therapy and complaint of pain. X-ray done, found catheter not attached to port and in 2 pieces distally to port. Pt went to another hospital for removal of catheter. Pt returned to (B)(6) hospital on (B)(6) 2008 for removal of remaining port.